Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons unresponsive when rewinding insulin pump and low battery warning will go off and then insulin pump was die immediately. Customer¿s blood glucose level was unknown. Customer stated that diminished battery life, unexplained no delivery alarms and slower to rewind. The device will not be returned for analysis.